Manufacturer narrative:
Patient information was unavailable from the site. No parts have been received by the manufacturer for evaluation. Part not returned for analysis.

Event description:
A site representative reported that, while in a neuro soft tissue ablation, the cooling catheter was measuring half a millimeter off from the expected value. The measurement was confirmed via a ruler. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome. No additional information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.